Event description:
Additional information received that the event was resolved by reprogramming the device. The patient experienced no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of capture was noted on the left ventricular (lv) lead. Radioscopic imaging was conducted which revealed dislodgement of the lv lead. The lv lead is anticipated to be repositioned to resolve the event. The patient was stable with no consequences.